Event description:
It was initially reported that the patient was found to have high impedance on a system diagnostic test performed on (B)(6) 2012. The patient was previously seen on (B)(6) 2012 and diagnostics at that time were said to be ok. After that appointment, the patient's seizures increased from 10/month to 25/month. It was also noted that the patient was experiencing headaches and insomnia. The patient returned to the office on (B)(6) 2012 when the high impedance was noted. The physician believed that the issue may have been related to incomplete pin insertion. X-rays were performed and images were provided to the manufacturer for review. The generator was able to be visualized. Due to the poor quality of the image, verification that the lead pin was inserted past connector block was unable to be assessed. The generator placement appeared to be normal, and the filter feed-throughs appears intact. In the portion of the lead that is visible, no gross fractures or discontinuity were observed. A portion of the lead was located behind the generator and could not be assessed. Based on the x-rays received there were no anomalies or lead discontinuities observed that could have been causing the reported events. However, due to the lack of images available and poor quality of the images, the entire lead body and generator could not be assessed as well as the connector pin being fully inserted into the connector block. Additionally micro-fractures in the lead could not be ruled out. The patient was referred for and underwent a lead revision surgery on (B)(6) 2012. The lead has since been returned however product analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that there was no suspected trauma which was believed to have contributed to the high impedance. The physician attributed the headaches, insomnia and increased seizures to the high impedance. It was indicated that the insomnia was first noted on (B)(6) 2012 when the headaches were first noted 10 days after that on (B)(6) 2012. Both were said to be related to stimulation and there were no known changes to the patients settings, medications, or external factors which had occurred resulting in the headaches, insomnia or increased seizures. Additionally the patient does not have a history of insomnia pre-vns. No interventions, other than the lead replacement surgery were performed for any event. The physician also noted that all of the patient's seizure types had increased and the increase was said to be above the patient's pre-vns baseline frequency. Product analysis on the lead has since been completed. An analysis was performed on the returned lead portions and during the visual analysis the (-) green electrode quadfilar coil appeared to be broken approximately 23mm from the electrode bifurcation. Scanning electron microscopy was performed and identified evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The puncture, incision and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.